Event description:
A consumer reported that she had experienced blurry distance vision over the past two years since having bilateral intraocular lens (iol) implant procedures. A yag laser treatment was performed and there was no change in her vision. She was informed by her ophthalmologist that her vision keeps fluctuating and until it stabilizes he cannot do any other corrections. Additional info was provided from the consumer, who reported that she cannot see clearly at a distance which is impacting her driving ability. Additional info was requested from the consumer. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The reporter did not provide any contact info; therefore, follow up was not able to be conducted with the surgeon. (B)(4).